Manufacturer narrative:
The initial reporter also notified the FDA on 06oct2022. Medwatch report #mw5112100. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only the needle broke in the patient's arm. There was no report of patient impact. The following information was provided by the initial reporter: bd safetyglide injection needle disconnected when vaccine administered to patient leaving needle in arm which was then safely removed.